Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the unit not powering on. The receiver case was opened and an internal visual inspection was performed and passed. The battery was replaced with a known good battery and the receiver turned on. A receiver download was performed and an unexpected shutdown was observed within the investigation window. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective receiver battery.